Manufacturer narrative:
The two expedium 7x40mm single inner polyaxial screws (product code: 1797-12-740, lot numbers: anfccr, apbd3k) were returned to the complaints handling unit (chu) on march 16th, 2015. The shanks of both returned polyaxial screws were broken around their midpoint. The polyaxial screws were subsequently submitted for fracture analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the screw breaking cannot be positively identified. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.

Event description:
International affiliate reported that at the time of removal of two expedium polyaxial screws, they were broken inside the patient. No additional information has been provided. As this time, this appears to have been an adverse event that involved post-operative screw breakage. The following mfg. Medwatch reports are being filed for the two broken screws. 1526439-2014-12203, 1526439-2014-12204.